Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the right atrial and left ventricular leads dislodged while explanting the right ventricular lead. The left ventricular lead was explanted and replaced. The right atrial lead was explanted and its device port was plugged. No patient complications have been reported as a result of this event.